Event description:
It was reported to boston scientific that an advantage fit system was implanted into the patient during a retropubic mid-urethral sling and cystoscopy procedure performed on may 21, 2018, for the treatment of mixed urinary incontinence. The bladder was intact with bilateral efflux. There was no evidence of suture in the bladder, and the urethra was normal. A two-centimeter incision was made in the vaginal mucosa vertically. The vaginal fornices were inspected and noted to be free from any perforation. The catheter was removed, and cystoscopy was performed. Bilateral ureteral reflux was noted, and the bladder was intact with no evidence of perforation from either trocar. The sling was then tightened over the left to sit tension-free over the mid urethra after all plastic sheaths were removed. The mesh was trimmed, and the skin was lifted to allow the mesh to rest beneath the skin and the closed skin. The patient tolerated the procedure well and was moved to the recovery room in stable condition. On (B)(6) 2021, the patient was diagnosed with pelvic pain and had an excision of vaginal mesh present at mid-urethra under some tension, resected bilaterally behind the pubic symphysis. The mesh was located just right of the urethra at the level of the mid urethra, which was carefully dissected out a right-angle clamp and divided in the midline. On the right and left sides, a sharp dissection was used to trace the mesh back to the pubic symphysis bilaterally, with approximately three to four centimeters retrieved on each side. Bleeding was noted which was controlled with cautery pressure and gelfoam with good hemostasis then noted. Following closure, cystoscopy was performed with no evidence of perforation of the urethra or bladder. The patient tolerated the procedure well and was moved to the recovery room in stable condition.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of november 1, 2021, was chosen as a best estimate based on the date of mesh removal. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6) dr. (B)(6) hospital phone:(B)(6) block h6: the following imdrf patient codes capture the reportable events of: e2330- pelvic pain the following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.